Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump powered on but did not accept touchscreen input, and the screen was noted to be cracked; a remote restart did not resolve the issue, and a replacement was arranged, while the patient continued using cgm and was advised to seek clinician guidance for insulin management due to running out of insulin. Symptoms included hyperglycemia with a reported glucose up to 300 mg/dl and sleepiness. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a touchscreen failure consistent with a fractured display and a stress-related problem identified with the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.